Event description:
Technical services received a call on 10/31/2012. Caller reported lv threshold is 4.5v. Caller has reprogrammed lv outputs to 7.5v after seeing the possible loss of capture in the stored events. No additional information is available at this time. Caller working with dr. (B)(6). Lead remains in service. Lead was implanted (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).